Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issues twice in one week that resulted in high blood glucose level. The patient also experienced diabetic ketoacidosis due to which, she was hospitalized. Patient's blood glucose level was over 600 mg/dl for two days. The patient stayed in the hospital for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.